Event description:
It was reported that a notice was received from the catheter room. After the foley catheter insertion, there was strong resistance and irrigation was not possible. After removing it once, fixation solution was successfully irrigated but could not withdraw it.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.